Event description:
Voluntary medwatch received states that during an unrelated procedure, the left ventricular (lv) lead exhibited pacing inhibition due to over-sensing when the physician unhooked the patient's right ventricular lead. The lead remains in service. No patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157706.